Manufacturer narrative:
The pump was received with cracked case at display window corner. The pump received with cracked battery tube threads, cracked reservoir tube lip, missing display window, cracked case, and with bleeding lcd glass.

Event description:
It was reported that the customer's pump fell from huge height and cracked. It was reported that the case is damaged and lcd monitor is broken. The customer's blood glucose level was reported to be 164mg/dl. No further information provided.